Event description:
It was reported that during an unk procedure, when firing, the staple line did not close and patient leaked. There was no patient consequence reported. There was 20 mins of surgical delay was reported.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Leak was identified intra op. 2. The surgeon use suture to close. 3. The leak did not alter the procedure as he was using it close the incision. 4. Patient is in good condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.